Event description:
A report was received that the during a reprogramming session the patient complained of uncomfortable stimulation. X-rays confirmed lead migration and that 2 contacts had high impedances. The physician and patient have elected to explant the patient's device.

Manufacturer narrative:
Device evaluation indicated that the lead (s/n (B)(4)) passed mechanical tests performed. The complaint of high impedance was confirmed. The reported high impedance resulted from the fractured cables at the proximal end of the lead. The lead had a permanent bend on it right after it exited the ipg on the proximal end. The proximal end has hysol epoxy in it to stiffen it. If after insertion into the header, the lead is given a tight bend where the lead exits the ipg, this puts quite a lot of tension on the lead cables. Device analysis of lead (s/n (B)(4)) and the ipg revealed both devices exhibited normal device characteristics.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50 (B)(4) description: st linear lead, 50cm with pre-loaded 0.014 inch stylet model # sc-1110-02 (B)(4) description: ipg kit (without pull-through tunneler).

Event description:
A report was received that the during a reprogramming session the patient complained of uncomfortable stimulation. X-rays confirmed lead migration and that 2 contacts had high impedances. The physician and patient have elected to explant the patient's device.